Event description:
Customer reported that on (B)(6) 2011, at 11:02 am her blood glucose measured 272 mg/dl so she administered a 1.95 unit bolus dose of insulin and then another unit a few minutes later. She then deactivated that device and activated a new one. At 12:40 her bg had risen to 310 mg/dl; she retested and the result was 317 mg/dl. She deactivated this second device and took 6 units of insulin by manual injection. One device was returned for eval and it is not clear from the account provided whether it was the first or second one described.

Manufacturer narrative:
The returned device was evaluated and no mfg deficiencies or product defects were detected. The fluid path was found to be unobstructed by any internal occlusion; fluid exited the cannula tip when the mechanism was rotated. The occlusion sensor and insertion mechanism both were found to function as intended and be free of defects. No signs of internal leakage, chassis cracks or loose batteries were detected. An air bubble, equal to 5-7 units of insulin in size, was found in the insulin reservoir. This condition can result in interrupted insulin delivery and contribute to hyperglycemia. This is most likely caused by injection of air into the reservoir during the device filing process (user error). Qualification records for the product lot were reviewed and all acceptance criteria were met. Insulet has opened an investigation into the issue of air in the insulin reservoir which is ongoing at the time of this report. The omnipod user's guide warns "never inject air into the fill port. Doing so many result in unintended or interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."